Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 mast roller pump 150. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report concerning an s5 hlm that produced intermittent grinding noise, which intensified during operation. Subsequently, the system shut down and the arterial pump stopped functioning. The device could not be restarted and an error message related to motor control failure was displayed (e442). Manual hand cranking was initiated to maintain blood flow and continued for approximately 4 minutes. The surgery was successfully completed. There was no patient impact.